Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('doesn't put you through the ringer or anything to get them out') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced back pain ("lower back pain/pain"), vulvovaginal swelling ("vaginal swelling"), inflammation ("inflammation") and swelling ("swelling") and was found to have weight decreased ("weight loss (now 163)"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the medical device removal, back pain, vulvovaginal swelling, inflammation, swelling and weight decreased outcome was unknown. The reporter considered back pain, inflammation, medical device removal, swelling, vulvovaginal swelling and weight decreased to be related to essure. The reporter commented: 2 weeks with just a tube removal, 6 weeks with hysto. Post operative as of (B)(6),. Went in at 199. Now 163. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, weight loss. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received: new event weight loss was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('doesn't put you through the ringer or anything to get them out') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced back pain ("lower back pain/pain"), vulvovaginal swelling ("vaginal swelling"), inflammation ("inflammation") and swelling ("swelling") and was found to have weight decreased ("weight loss (now 163)"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the medical device removal, back pain, vulvovaginal swelling, inflammation, swelling and weight decreased outcome was unknown. The reporter considered back pain, inflammation, medical device removal, swelling, vulvovaginal swelling and weight decreased to be related to essure. The reporter commented: 2 weeks with just a tube removal, 6 weeks with hysto. Post operative as of (B)(6),. Went in at 199. Now 163. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, weight loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: new event weight loss was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('doesn't put you through the ringer or anything to get them out') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced back pain ("lower back pain/pain"), vulvovaginal swelling ("vaginal swelling"), inflammation ("inflammation") and swelling ("swelling") and was found to have weight decreased ("weight loss (now 163)"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the medical device removal, back pain, vulvovaginal swelling, inflammation, swelling and weight decreased outcome was unknown. The reporter considered back pain, inflammation, medical device removal, swelling, vulvovaginal swelling and weight decreased to be related to essure. The reporter commented: 2 weeks with just a tube removal, 6 weeks with hysto. Post operative as of 8, march,. Went in at 199. Now 163. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, weight loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: new event weight loss was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain/pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), vulvovaginal swelling ("vaginal swelling"), inflammation ("inflammation") and swelling ("swelling") and was found to have weight decreased ("weight loss (now 163)"). The patient was treated with surgery (essure removal). At the time of the report, the back pain, vulvovaginal swelling, inflammation, swelling, and weight decreased outcome was unknown. The reporter considered back pain, inflammation, swelling, vulvovaginal swelling, and weight decreased to be related to essure. The reporter commented: 2 weeks with just a tube removal, 6 weeks with hysto. Post operative as of (B)(6). Went in at 199. Now 163. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, weight loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc(product technical complaint). Medical device removal event was deleted and back pain was made incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('doesn't put you through the ringer or anything to get them out') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced back pain ("lower back pain/pain"), vulvovaginal swelling ("vaginal swelling"), inflammation ("inflammation") and swelling ("swelling"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the medical device removal, back pain, vulvovaginal swelling, inflammation and swelling outcome was unknown. The reporter considered back pain, inflammation, medical device removal, swelling and vulvovaginal swelling to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New event added: lower back pain. New reporter added. On (B)(6) 2020: social media received. New events added: inflammation, swelling. Reporter was added. On (B)(6) 2020: social media received. No new significant information was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('doesn't put you through the ringer or anything to get them out') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.